Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized with low blood glucose of 40mg/dl and treated with glucose. There was no indication that the insulin pump over delivered insulin. Customer called to request a meeting with a diabetes educator. Customer was advised to follow up with their doctor about their pump programming. The product was not returned for analysis. Customer was advised to monitor the pump and blood glucose and call back if any further issues. No further assistance was necessary.